Event description:
It was reported that the device had channel error. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a and g grids.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had channel error. There was no patient involvement.